Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle, other various components, and a lidstock for evaluation. The returned needle contained signs of use in the form of biological material. Visual examination revealed two large cracks in the hub. The needle hub was functionally tested by attaching the returned arrow-raulerson syringe (ars) filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel and the cracks in the needle hub. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle was cracked was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
It was reported that the tip of the needle was damaged which caused the ars (syringe) not to aspirate the blood. Another device was used. No patient injury.

Manufacturer narrative:
Qn# (B)(4). Preliminary evaluation of the returned device indicates the needle hub cracked during use.

Event description:
It was reported that the tip of the needle was damaged which caused the ars (syringe) not to aspirate the blood. Another device was used. No patient injury.